Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom on behalf of the patient on (B)(6) 2016 to report their receiver ceased to function on (B)(6) 2016. There was no report of any injury or medical intervention. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. The receiver was visually inspected and no defect was found. Functional testing was performed and there was no failure detected. A review of the downloaded data log did not find any errors related to the customer complaint. At no time during the investigation did the returned receiver cease to function. The reported event that the receiver ceased to function was not confirmed. A root cause could not be determined.